Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient came home from the airport around 1:30am and went to sleep around 2:30am. Before going to sleep, the patient was receiving cgm values (no specific values were reported). The patient was wearing an omnipod insulin pump. The next thing the patient remembers is waking up in the hospital around 11:00pm on (B)(6) 2025. It was at this time the patient realized her sensor had failed and said, ¿start new sensor¿. The patient¿s friend had called police as the patient had not been picking up the phone, and emergency medical services (ems) ended up bringing the patient (who was unconscious) to the ER. The medical staff told the patient her bg meter reading was so low that it did not register a number. The patient was treated with an unspecified IV, graham crackers, and peanut butter. The patient was discharged on (B)(6) 2025 around 3:00am (less than 24). Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be prolonged data blanking. No additional patient or event information is available.